Event description:
An alarm issue was reported with the abbott diabetes care (adc) device application in use with a samsung a33 2.8.2.9318 with android 13 operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, was unable to self-treat, and required third-party treatment of a glucose "shot"/injection (type/dose unspecified) and "glucose bag" (type/dose unspficied) by a healthcare professional. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries: field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device application. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, was unable to self-treat, and required third-party treatment of a glucose "shot"/injection (type/dose unspecified) and "glucose bag" (type/dose unspficied) by a healthcare professional. There was no report of death or permanent injury associated with this event.